Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing resulting to pacing inhibition. Pacing inhibition was observed when the patient raised their right arm above their head. Multiple non-sustained ventricular tachycardia (nsvt) was also found in the device memory but no shock was delivered. Upon the lead revision, the patient was asystole for several seconds and was doing well thereafter. The lead was surgically abandoned. Additional information was received confirming a lead issue. The physician confirmed a damage near the suture sleeve. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.